Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), st segment elevation was noted after pre-stenting on a 22 mm balloon. The st segments were resolving and the physician felt this was not a coronary compression but related to the altered hemodynamics during stenting. The tpbv was then implanted. At the end of the procedure, st segments were elevated again and surgery was immediately performed to remove the stents and the tpbv. The melody was replaced with a contegra pulmonary valved conduit. Following the procedure the patient had sepsis, acute respiratory distress syndrome, and renal dysfunction. The issues stabilized and the patient was discharged with little to no murmur and was reported to be recovering well.

Manufacturer narrative:
The device was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.